Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a revision to replace the non-boston scientific right atrial (ra) lead for high out of range pacing impedance measurements. Testing was performed after the newly placed non-boston scientific ra lead was connected to the crt-d. The pacing impedance measurements were above 2,000 ohms; however, the measurement would then decrease to a normal value of 630. The physician fully disengaged the setscrew and then tightened it again onto the lead. Further testing was performed and the measurement remained above 2,000 ohms. As a result, the crt-d was explanted and successfully replaced. No additional adverse patient effects were reported. The ra measurements on the new device remained in normal range.